Event description:
This rv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2018. A call placed to technical services on (B)(6) 2018 stating that this lead was capped due to high impedance. It was noted that this lead had a lead safety switch (lss) due to high impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).